Event description:
Boston scientific received information that one day post implant of this system, pre-discharge check noted a shock impedance greater than 125 ohms several times in triad. However, impedance measurements were normal in the other two vectors. An intermittent connection between the right ventricular (rv) coil and the device was revealed. The pocket was re-opened and the physician tightened the connection which resulted in acceptable impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
The system remains implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional information is received.